Manufacturer narrative:
As reported, during a percutaneous transluminal angioplasty (pta), the 80 cm. Powerflex pro 8 mm. X 4 cm. Balloon catheter (bc) ruptured within specified pressure. Therefore, it was removed from the patient and another new balloon catheter (same size) was used instead. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the left superficial femoral artery (lsfa). No target lesion characteristic was provided including the percent stenosis. The lesion was accessed with an unknown guidewire. Additional information received indicated that no additional target lesion information is available. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product prepped normally/properly according to the instructions for use (IFU). There were no kinks or bends noted upon inspection prior to use. The product removed intact (in one piece) from the patient. Additional information indicated that the approach for the procedure was unknown. The product was prepped properly (maintained negative pressure). The atmospheres of pressure the balloon burst occurred were unknown. The following information was unknown: contrast media used, contrast to saline ration, inflation device used, if the same inflation device was used subsequently, if there was any resistance/friction advancing the device through the rotating hemostatic valve or guiding catheter, if there was any difficulty advancing the bc through the vessel, if the bc was ever in an acute bend, if the bc kinked during use, if the bc was removed easily from the vessel/patient/etc. No additional information is available. One non sterile catheter powerflexpro 8mm4cm 80 was received coiled inside a plastic bag. The balloon was received deflated and appear have been inflated. Blood traces were observed on the balloon. No other anomalies were observed in the returned device. Leak test was performed and a leakage was observed on the balloon proximal section due to a pinhole condition. The device was sent at sem analysis to identify the cause of balloon leakage. Sem results showed that the balloon external surface exhibited evidence of scratches near to the leakage; the balloon internal surface exhibited no evidence of damage. It is possible that an unknown object hit the balloon causing the leakage. Review of lot 17277685 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event of balloon burst reported by the customer was confirmed due to a balloon leakage noted during analysis. The exact cause of the balloon burst event could not be conclusively determined. The balloon showed evidence of abrasions on the outer surface that would imply that vessel characteristics may have contributed to the event. Controls are in place to prevent defective balloons from leaving the facility. Neither the DHR review nor the product analysis suggests that the difficulties experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
The product was returned for inspection. Review of lot 17277685 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information indicated that the approach for the procedure was unknown. The product prepped properly (maintained negative pressure). The atmospheres of pressure the balloon burst occurred at was not known. The following information was unknown: contrast media used, contrast to saline ration, inflation device used, if the same inflation device was used subsequently, if there was any resistance/friction advancing the device through the rotating hemostatic valve or guiding catheter, if there was any difficulty advancing the balloon catheter (bc) through the vessel, if the bc was ever in an acute bend, if the bc kinked during use, if the bc was removed easily from the vessel/patient/etc. No additional information is available. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6). The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), the 80 cm. Powerflexpro 8 mm. X 4 cm. Balloon catheter (bc) ruptured within specified pressure. Therefore, it was removed from the patient and another new balloon catheter (same size) was used instead. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the left superficial femoral artery (lsfa). No target lesion characteristic was provided including the percent stenosis. The lesion was accessed with an unknown guidewire. Additional information received indicated that no additional target lesion information is available. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product prepped normally/properly according to the instructions for use (IFU). There were no kinks or bends noted upon inspection prior to use. The product removed intact (in one piece) from the patient. No additional information is available.